Event description:
It was reported that balloon rupture occurred. A 5.0x220x150-hybrid sterling balloon was used. During the course of the procedure, the balloon ruptured. No patient complication reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 50mm from the tip. B3. Date of event-the event date of 01jan2024 is an estimated based of the aware date of 23jan2024 as the exact date was not reported.

Event description:
It was reported that balloon rupture occurred. A 5.0x220x150-hybrid sterling balloon was used. During the course of the procedure, the balloon ruptured. No patient complication reported.

Manufacturer narrative:
B3. Date of event-the event date of 01jan2024 is an estimated based of the aware date of 23jan2024 as the exact date was not reported.